Manufacturer narrative:
(B)(4). Batch # t5e47c. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60g cartridge reload was received fully fired and loaded in the device. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional test was performed due the condition of the device. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the stomach resection, the device did not work. It has cut a brief moment before to stop. No clinical consequences. Use of another device to complete procedure.